Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that it was not working with her symptoms. The caller did not elaborate what was wrong with the implantable n eurostimulator (ins). It was unknown when the ins stopped working. The patient wanted to get the ins out. Relevant medical history included spinal pain. No causes, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.